Event description:
The event was reported by vision center and the pt was contacted for info. The pt reported having eye infections from 2005 to 2007. The patient visited an ophthalmologist in 2007, who diagnosed a corneal ulcer and referred the pt to a corneal specialist. The pt reports in 2007, the specialist diagnosed acanthamoeba keratitis of the left eye. The patient recovered with a residual scar and is awaiting a corneal transplant. The pt has been requested to sign a medical release.

Manufacturer narrative:
The product and lot number are not available. No medical documentation is available. Based on available info, no root cause can be determined and no conclusion can be drawn.